Event description:
I had lasik eye surgery. I was one of the cases first dr did my right eye near-sighted. My left eye was done far-sighted. I had second dr operate in 2008, for a cataract in right eye. I have had a lot of problems with my eyes. I now have to wear eye glasses all the time. My eyes get very tired so I'm not able to work on the computer very long at a time. Combine that with my back I had no choice but to go on disability. I as well see those popping bubbles. I have very dry eyes and have more vision problems that I was warned about. I miss signs when traveling because I have to concentrate on traffic. I try not to travel at night because headlights on a 2 lane road are very disturbing, construction zones with bright lights and orange barrels I have to avoid. Things now have to be bright so I can see them. I used to read a lot now that impossible as well.